Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached four ruby coils into the aneurysm. However, the physician was unable to advance a new ruby coil through another manufacturer's microcatheter, so he removed the coil. The procedure was successfully completed using a new ruby coil. There was no report of an adverse effect to the patient.